Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of clot in the right lower extremity was scheduled for mechanical thrombectomy followed by vena cava filter placement. The right popliteal vein was accessed and a venogram was performed which demonstrated complete occlusion of the right common femoral vein, external iliac and common iliac veins. Mechanical thrombectomy was performed using a possis device across the iliac and common femoral veins. Angioplasty was performed on the still narrowed areas in the iliac and common femoral vein. An infusion catheter was then placed into the distal inferior vena cava spanning the iliac veins and a tpa infusion was started. The catheter was secured in place. The patient was positioned in supine position and the right internal jugular vein was accessed. A vena cavogram was performed and a filter was deployed in the infrarenal inferior vena cava. Angioplasty was repeated in the common iliac, external iliac and common femoral veins. The sheath was exchanged out for another sheath and kept in place. The patient tolerated the procedure well. Approximately seven months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple devices were used in an unsuccessful attempt to remove the filter. It was presumed it had a fibrin sheath around it and excluded from the lumen of the ivc. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well and was discharged to the floor. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis was scheduled for mechanical thrombectomy followed by filter placement. The right popliteal vein was accessed and mechanical thrombectomy was performed followed by angioplasty of the iliac and common femoral vein. An infusion catheter was placed within the distal inferior vena cava and secured in place. The right internal jugular vein was accessed and the filter was deployed in the infrarenal inferior vena cava. Repeat angioplasty was performed. The patient tolerated the procedure well. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and multiple devices were used in an unsuccessful attempt to remove the filter. It was presumed it had a fibrin sheath around it and excluded from the lumen of the ivc. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and tilted. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient experienced abdominal pain however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven months of post-deployment inferior vena cava filter removal was performed which showed through the right internal jugular vein approach, a 0.018 -inch wire was advanced through the needle. The needle was exchanged for a 5 french micropuncture sheath. The sheath was exchanged for a 10-french long vascular sheath. Then tried using the standard ensnare and cardiology snare, using straight catheter, as well as an angled catheter. Then even tried to use a gastrointestinal alligator forceps, but none of the attempts were successful at grasping the hook of the filter, which was presumed has a fibrin sheath around it and excluded from the lumen of the inferior vena cava. Despite 40 minutes of the time spent, not able to snare the inferior vena cava filter and it was not removed. The patient tolerated the procedure well and was discharged to the floor. Around, one year seven months later, the patient experienced abdominal pain, computed tomography of abdomen and pelvis with contrast was performed which showed patient does have an inferior vena cava filter. One or two prongs may actually extend through the wall of the inferior vena cava but there was no evidence of hemorrhage here and this was a chronic finding in this patient. Around, two months and twenty six days later, the patient experienced left sided abdominal pain, computed tomography of abdomen and pelvis without contrast was performed which showed patient has an inferior vena cava filter in place. Around, five months and seven days later, computed tomography of abdomen and pelvis with intravenous and oral contrast was performed for chronic abdominal wound which showed there was an infrarenal inferior vena cava filter in place with significant tilt and multiple filter legs extending outside of the inferior vena cava wall. Around, three months later, computed tomography of abdomen and pelvis without contrast was performed which showed inferior vena cava filter described previously was unchanged in alignment again showing an abnormal tilt with several of the legs extending outside the confines of the inferior vena cava. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) , filter tilt, and retrieval difficulties. Per the medical records, it was presumed that the filter had a fibrin sheath around it and excluded from the lumen of the ivc. Therefore, its possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of clot in the right lower extremity was scheduled for mechanical thrombectomy followed by vena cava filter placement. The right popliteal vein was accessed and a venogram was performed which demonstrated complete occlusion of the right common femoral vein, external iliac and common iliac veins. Mechanical thrombectomy was performed using a possis device across the iliac and common femoral veins. Angioplasty was performed on the still narrowed areas in the iliac and common femoral vein. An infusion catheter was then placed into the distal inferior vena cava spanning the iliac veins and a tpa infusion was started. The catheter was secured in place. The patient was positioned in supine position and the right internal jugular vein was accessed. A vena cavogram was performed and a filter was deployed in the infrarenal inferior vena cava. Angioplasty was repeated in the common iliac, external iliac and common femoral veins. The sheath was exchanged out for another sheath and kept in place. The patient tolerated the procedure well. Approximately seven months post filter deployment, the patient presented for filter retrieval. The right internal jugular vein was accessed and multiple devices were used in an unsuccessful attempt to remove the filter. It was presumed it had a fibrin sheath around it and excluded from the lumen of the ivc. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well and was discharged to the floor. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Approximately seven months post filter deployment, the patient presented for filter retrieval where multiple devices were used in an unsuccessful attempt to remove the filter. Based on medical records, the investigation can be confirmed for difficult to remove. Per the medical records, it was presumed that the filter had a fibrin sheath around it and excluded from the lumen of the ivc. Therefore, its possible that patient factors contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Remove the meridian filter using an intravascular snare and minimum 10 french i.d. Retrieval sheath only. Refer to the optional procedure for filter removal section for details. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The patient with history of deep vein thrombosis was scheduled for mechanical thrombectomy followed by filter placement. The right popliteal vein was accessed and mechanical thrombectomy was performed followed by angioplasty of the iliac and common femoral vein. An infusion catheter was placed within the distal inferior vena cava and secured in place. The right internal jugular vein was accessed and the filter was deployed in the infrarenal inferior vena cava. Repeat angioplasty was performed. The patient tolerated the procedure well. Approximately seven months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and multiple devices were used in an unsuccessful attempt to remove the filter. It was presumed it had a fibrin sheath around it and excluded from the lumen of the ivc. The patient tolerated the procedure well. No additional information was provided in the medical records received.